Event description:
Add'l info rec'd from reporter (B)(4) 2012: (B)(6)- med records, (B)(6). Problems since: extreme abdominal pain level 6-7 mostly, bloating, foul smelling gas, pressure when lifting anything 10 lbs, awakens me at night, nausea, indigestion, very tired, at times very uncomfortable when walking and sitting, hard to breathe at times due to pressure pushing on ribs, bloated. I have been told there is no problem and have no typical symptoms. That is (B)(6).

Event description:
Had mesh placed for hernia repair. Since has had abdominal pain, bloating and gas whenever I eat. Can feel pressure when I lift anything over 10 pounds. At times it is hard to breathe and hard to walk. Feel tired and have diarrhea, which is spontaneous at times.